Event description:
It was reported that al alert had been generated for an out-of-range shock impedance measurement. The measurement that triggered the alert was not available on the transmission. Review of the trended data showed variable shock impedance measurements ranging between 66-109 ohms. Lead assessment with a programmer was recommended. The lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.